Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming/level 1 trauma fast flow disposables . Device returned was visually inspected and found between the 3 -way connector a single port cap was broken. Complaint confirmed. Device passes all functional testing prior to release. The cause is believed to be damage after leaving manufacturing facility.

Event description:
Investigation completed and summary in h 10.

Event description:
It was reported that the connection was broken in the unopened packaging of a smiths medical fluid warmer disposable.